Event description:
Analysis and investigation of the explanted stent graft revealed an iliac aneurysm rupture due to the ballooning of the junction between the 20mm extender cuff and the 15mm iliac limb in the right common iliac artery. Examination of the explanted stent graft revealed no issues with device integrity.

Event description:
A 26mm x 15mm diameter x 13.5cm length aneurx bifurcated stent graft and its components was inserted into a pt for endovascular repair of an abdominal aortic aneurysm on event date. The patient had a history of coronary artery disease, smoking, alcohol use, hypertension, prostate cancer and streptococcus pneumonia. An abdominal aortogram in march 2001, demonstrated the abdominal aortic aneurysm was present from below the renal origin to the bifurcation and extending into both iliacs. The abdominal aortic aneurysm measured greater than 5cm in diameter with the iliac aneurysms both greater than 2.5cm. It is reported that the patient required coil embolization of the accessory right renal and right superior renal artery in anticipation of the abdominal aortic endovascular stent deployment. After successful embolization, the patient was prepared for endovascular repair. Through the sheath on the right, a bifurcated stent graft was place below the right renal artery. On the gate of the left, the iliac was deployed. One extension cuff on the right iliac and one extension cuff on the left iliac were implanted. An arteriogram demonstrated a leak into the right iliac aneurysm. Thus, balloon dilatation was performed of the junction of the limb and the junction of the cuff of the aneurysm. After dilatation with the angioplasty balloon, there was extravasation of contrast and it was anticipated that the iliac aneurysm had ruptured. However, the blood thinning medication was reversed and a repeat arteriogram was performed and it appeared as if this had sealed and an excellent result had been obtained. The patient was sent to the intensive care unit where approximately 30 minutes later the patient re-bled into their right iliac and was taken to surgery for emergency laparatomy. There was a large retroperitoneal hematoma covering the entire right side of the abdomen. The right iliac artery just proximal to the bifurcation of the right was actively bleeding. The bifurcated stent graft and its components were explanted and an aortobifemoral reconstruction with a 16 x 8 hemashield graft was performed. It is reported that the surgical conversion was successful and the patient was in satisfactory condition. Film interpretation by an outside independent physician reports that the right common iliac artery was dilated post stent graft implant with a 14 x 2 xxl and a 20 x 2 angioplasty balloon. The physician concludes that the iliac rupture was due to balloon positioning and size. He reports that surgical conversion was related to selection and procedure judgement using the angioplasty balloon. There are no additional adverse clinical sequelae reported relative to the event. Explanted device is pending return to medtronic ave for evaluation.